Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the devices were implanted in 2001. Post-op, the stem broke in 2007. The devices were revised fourteen days later.